Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run low and that there was a burning sensation at the insertion site. The blood glucose had been as low as 30 mg/dl in the middle of the night.